Manufacturer narrative:
Findings: pump was received with critical pump error (open book image) alarm during testing. No alarms that generated as result of critical pump errors found in pump history. Unable to determine the root cause, problem isolated to electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with broken off the belt clip rails. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was physically damaged. There was a crack around the whole back side. The damage happened during normal use. The device was not bumped or dropped. The customer¿s blood glucose during the incident was unknown. The device was returned for analysis.